Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie was not indicated on storage space configuration option. There was no indication that this event occurred while dispensing medication to the patient and there was no report of an adverse event, harm or delay.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket lid was broken and failed to open. A field service engineer (fse) logged into the hardware test application (hta), released the cubie, and replaced it with a new one, which was not detected. The station was powered off, and the row board cable and module drawer controller board were reseated. After restarting the device and logging back into hta, the fse removed the row tray and discovered dried liquid residue causing the malfunction. The cubie pocket a6 was not detected and required a replacement tray. The fse removed the cubies, powered off the device, replaced row tray, restarted the station, logged into hta, tested the cubies, and rebooted the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie was not indicated on storage space configuration option. There was no indication that this event occurred while dispensing medication to the patient and there was no report of an adverse event, harm or delay.